Event description:
The patient's mother reported that on (B)(6) 2014 at 7:00 pm her daughter activated a new pod. She woke up the next morning with her blood glucose reading of 380 mg/dl. Later on in the day her bg reached "high" (>500 mg/dl) so they took her to the emergency room. Upon arrival at 2:30 pm her bg measured 585 mg/dl and she had high ketones. The pod was removed and discarded. They treated her with 2 manual injections of rapid-acting insulin (exact dosage was not provided) in her arm. It was too much insulin and her bg dropped to 43 mg/dl. She was released from the ER with bg reading of 210 mg/dl and was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.